Event description:
The customer reported that the doctor suspected the valve was not shunting as expected. Therefore he chose to remove the valve and replace it with another valve. There were no patient injuries or delays in surgery as a result of this incident.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the reflux and programming tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.